Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump had a scratched display window, cracked display window, cracked case at display window corner, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. Motor passed motor test.

Event description:
Customer called to report a button error alarm. The current blood glucose is 239 mg/dl. Customer stated that the insulin pump was exposed to sweat. Customer also mentioned a hospitalization two years ago due to to high blood glucose. Customer stated that she was vomiting and breathing heavy. Diagnosed diabetic ketoacidosis. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.